Event description:
Reporter indicated that a patient's vns generator was replaced due to end-of-service. The physician believed the generator reached end-of-service prematurely and that the device reached early end-of-service due to excessive magnet swipes while the patient slept with the wrist magnet. A battery life calculation performed by manufacturer estimated 3.79 years remaining until eri - yes, which indicates that the generator would not have been likely to be at end-of-service due to programmed normal mode settings. Review of available magnet history shows 19 magnet activations were recorded. Additional information is not available at this time. Product is expected to be returned to manufacturer.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.